Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a pu sliver was found at approximately 45°, with the ports at 0°, on the non-cavity ID end. The pu sliver was beneath the o-ring. Further visual examination did not identify any other damage or irregularities on the returned sample. During the lot history review it was noted that there was one other compliant reported against the lot. The complaint is not associated with the current event. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility biomedical technician (bmt) returned a leaking dialyzer. The dialyzer appeared to have an external leak as blood was noted in the threads of the dialyzer housing. The estimated blood loss for the patient was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) returned a leaking dialyzer. The dialyzer appeared to have an external leak as blood was noted in the threads of the dialyzer housing. The estimated blood loss for the patient was unknown. Additional information was requested but was not received to date.